Event description:
Patient escaped canopy through hole in netting. No injuries of patient or staff were reported.

Manufacturer narrative:
The product will not be returned. The canopy was disposed of by the customer; therefore, this event is reported based solely on information provided by the customer. The reported issue was confirmed through customer-supplied photographs and the completed questionnaire. The customer reported that the patient damaged the netting of the canopy, creating a hole and subsequently escaping through that hole. The customer also noted that this patient has damaged prior canopies. No injuries to the patient or staff were reported. Posey beds are multi-use items. As part of standard care, the units are expected to undergo routine inspection prior to patient use. If any damage is observed during these inspections, the bed should be removed from use and returned to posey for evaluation and replacement. The instructions for use (IFU) were reviewed and determined to provide adequate warnings and guidance for the safe and effective operation of the device. All complaints are tracked and reviewed by management on a monthly basis. During these reviews, any trends or excursions beyond control limits are assessed, documented, and addressed as appropriate. At this time, no corrective or preventive actions are required. Manufacturer reference file: (B)(4).